Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Patient advocate reported via phone call high blood glucose and hospitalization. Customer's blood glucose level was 1070 mg/dl. Troubleshooting for high blood glucose was performed. Customer experienced high blood glucose, kidney failure, diabetic ketoacidosis and they were hospitalized. Customer advised they lost their insulin pump and need a replacement device. Customer's symptoms included nausea and vomiting. Customer was transferred to the intensive care unit and placed on insulin drip. Customer lost their insulin pump and needed a replacement device. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.